Event description:
This lead was explanted and replaced due to inappropriate shock. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 42.5 cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed multiple signs of wear and a rubbed through insulation which can be considered as the root cause of the reported oversensing with shock delivery. Particularly around 30.5 cm proximal to the lead tip the insulation was rubbed through. This damage most likely resulted from severe mechanical stress during in the implanted state. A significant ingrowth should be taken into consideration which affected the lead's motion. The deformations of the svc shock coil indicating tensile forces during the extraction procedure, corroborate this assumption. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.